Event description:
The tip that connects to the clear part that goes inside the patient melted. The patient was burnt about 1 cm. Medicated vaseline to treat burn left mid thigh. Medicated vaseline to treat burn left mid thigh.

Manufacturer narrative:
The device consists of two bare fiber optic light fibers that are used to illuminate the patient's ureters during laparoscopic or open surgical procedures. The light fibers, which can be removed and reattached by the user, are connected via ptfe fittings to two jacketed fiber optic light fibers that are fixed in an aluminum connector. The aluminum connector attaches to various, commercially-available light sources. The used product was returned for evaluation. The ptfe connector located at the distal end of one of the two jacketed fibers was missing. In addition, approximately 2 mm of the jacketing material at the distal end of that fiber had the appearance of having been melted by an unidentifiable source. The aluminum connector and the proximal ends of the jacketed fibers were intact and did not show any signs of overheating or melting. The second jacketed fiber and ptfe fitting showed no signs of overheating or melting. In addition, both of the removable distal fibers (the bare fibers) were returned and did not have any appearance of overheating or melting. The instructions for use inform users that depending upon the type of light source used and the settings, the aluminum connector can heat up and cause thermal damage at the junction of the connector and the jacketed fibers. The instructions further instruct users to start the light source at the lowest settings, to avoid the highest settings, and to use an appropriate adapter with xenon light sources. Cook is unable at this time to recreate the user's experience or to determine the cause of the failure. It is unlikely, however, that the damage to the distal end of the jacketed fiber was caused by heat transmission from the light source through the jacketed fiber, as the fiber material does not readily conduct heat, only one of the two jacketed fibers was damaged, and there was no damage to the plug or the proximal ends of the jacketed fibers. We have requested additional information from the user facility regarding the type of light source used and the heat settings. Any additional information received by our facility will be forwarded to the agency.